Manufacturer narrative:
H6: per a review of the complaint file, omitted e2403 and added a01.

Event description:
Additional information was received. The patient was explanted. The patient's outcome at explant was noted as survived.

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. No tubing kinks were noted. The purge cassette was replaced, which did not resolve the issue. Tissue plasminogen activator (tpa) was administered, which resolved the issue. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-7 at 4.0l/min with d5w sodium bicarbonate in the purge solution. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.